Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No unexpected low battery alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched display window and minor scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing absense of no delivery alarms. Issue was confirmed through carelink. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.